Event description:
Boston scientific received information that during a system revision,when this device replaced device (cognis p106 sn (B)(4)) and was connected to the leads, interrogation revealed low shock impedance measurements in some configuration vectors. Stress was applied to the pocket area and no noise was reproduced and acceptable measurements were obtained. However when a 41 joule shock was delivered, a short circuit fault message was displayed. A manual capacitor reform resulted in a charge time greater than 30 seconds. A decision was made to replace this device. This device was removed, replaced and returned for analysis. In addition, the lead was surgically abandoned and replaced. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed an electrical arc mark on the front side of the can of the device. An x-ray confirmed that the plasma fuse was blown (electrically open). As a result, analysis concluded that the charge time exceeded fault code was a result od the blown plasma fuse which caused a shorted shock lead during delivery. The shorted shock lead was induced in the field for the shock lead was contacted with the can of the device during the delivery of shock energy.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.